Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), post transfemoral tavr procedure in the aortic position, the patient¿s valve embolized into the ventricle. Initially, the valve was positioned in a 70:30 aortic position (with 2cc less volume) and was deployed in a 50:50 position. Post deployment angiography performed showed mild paravalvular leak (pvl), therefore the decision was made to post dilate the valve with +2cc of contrast. The valve was post dilated however, the mild pvl persisted. A second post dilation was then performed with +1cc of contrast added. The immediate tte done after the procedure showed pvl had reduced to trace, therefore the patient was sent back to the ward. Approximately 30 minutes later the patient became unstable and a new murmur was heard on the chest. Bed-side echo showed that the valve had embolized into the left ventricle. The patient was sent back to the cath lab and the embolization was confirmed by fluoroscopy. An immediate savr was done in the hybrid room and the valve was explanted and replaced with a new edwards valve. Two hours after the savr, the patient was noted to be in stable condition.

Manufacturer narrative:
Additional information provided indicated that about hour after deployment of the sapien xt valve, the patient had a sudden drop in blood pressure. The subject was given dopamine injection and fluid infusion. The temporary pacemaker frequency was adjusted to 70bpm, the blood pressure fluctuated between 110-136/ 47-64mmhg and the emergency bedside ultrasound showed: aortic valve dislocation.  During the explant of the sapien xt valve the mitral valve also appeared to have been slightly damaged.  The surgical record indicated, "cut open the ascending aorta; the previously implanted valve has been completely dragged into the left ventricle outflow tract and lied transversely. Remove the implanted valve, and it was noted that anterior mitral leaflet and membranous septum were slightly wounded by stabbing." In this case, the cause of the mitral leaflet was damaged by the embolized valve into the left ventricle.

Manufacturer narrative:
The sapien xt valve was returned to edwards lifesciences for evaluation. Procedural cine was received and during review it was noted two of the patient¿s cusps were calcified. Bav was performed but was ineffective as the balloon slipped into the left ventricle. Bav was performed a second time and was successful. Prior to inflation, it can be seen that the undeployed valve was not coaxial (canted). After deployment the valve landed 50:50 (aortic/ventricular), which is too low. Moderate pvl could be seen post-deployment, which was unchanged post-dilation. It is possible that a second valve (valve in valve procedure) could have been used to reduce pvl and anchor the first valve to prevent embolization. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The embolization of the valve may have been related to the too ventricular placement of the valve. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.